Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device is on "backup mode" and "one of the leads is using too much energy". The patient reports they are experiencing palpitations and shortness of breath which are more noticeable. They had their implantable pulse generator (ipg) checked in-clinic ten days ago with no follow up from the clinic since. The patient states that the clinic were to refer them to a cardiologist for a "generator change". The ipg, right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.